Manufacturer narrative:
(B)(4). Batch # t5cr6x. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Event description:
It was reported that during an open colectomy, the deployed staples at the middle part of the cartridge were unformed at the firing. Oozing occurred from the cut line, and additional suture was performed to stop it. The amount of the bleeding was unknown. No blood transfusion was required. Another device was used to complete the case. There was no colostomy and there were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5cr6x. Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.